Event description:
Information was received indicating that a smiths medical medfusion pump exhibited a biomed error mid infusion of (B)(6). No adverse effects were reported.

Event description:
Information was received indicating that a smiths medical medfusion pump exhibited a biomed error mid infusion of milrinone. No adverse effects were reported.